Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2016-00298. It was reported a portion of the lead wire eroded through the skin out at the base of the patient's head. As a result, surgical intervention was undertaken on (B)(6) 2015 during which time both leads were explanted.